Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Helix/tip normal as expected.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. It was reported that the patient was disoriented and was moving arm. The rv lead was found dislodged. It was confirmed since the rv lead was not capturing even if trying unipolar mode. The rv lead was repositioned. Once repositioned the system was working fine, however the rv lead was later explanted. No additional adverse patient effects were reported.